Event description:
New information notes that the lead was explanted on may 9, 2019 and the patient was stable at all times.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for their routine three-month check. At the check it was realized that their threshold was high. Decision was made to schedule the patient for lead extraction. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.